Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, a hole was inadvertently poked into the lead with a suture. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.